Event description:
It was reported that at a pump refill, there was 17 ml of medication aspirated from the patient's pump. The patient's physician suspected that there was a pump malfunction. No further information was provided regarding the "malfunction." A catheter dye study and rotor test were done. Both tests showed no anomaly. There were no withdrawal symptoms or increased spasms experienced by the patient following the refill. The physician then decided to observe the patient for awhile. On (B)(6) 2010, after consulting with the patient, it was decided to replace the patient's pump. The date of explantation was "to be decided," at the time of this report. Information was not provided regarding the concentration and dosage of lioresal used in the patient's pump. No further details, patient symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).